Event description:
The physician attempted to deploy a mynx closure device at the end of the procedure. The tamping rod was not visualized. The mynx device was removed from the body and manual pressure was held x 10 minutes per protocol for a 5 french arterial sheath. Inspection of the mynx device once it was out of the body indicated that the mynx plug had not deployed to the arteriotomy site. The device had been removed intact from the body. FDA safety report ID (B)(4).